Event description:
It was reported during intra-aortic balloon (iab) therapy, the fiber optic was not working. Balloon was removed and replaced with another balloon to continue therapy. Staff involved reported that the connection from the balloon to the pump console seemed wrong. Balloon was disposed of. There was no reported injury to the patient.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the fiber optic was not working. Balloon was removed and replaced with another balloon to continue therapy. Staff involved reported that the connection from the balloon to the pump console seemed wrong. Balloon was disposed of. There was no reported injury to the patient.